Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the battery inside of them needs to be changed. The patient had an appointment with their doctor 2018-(B)(6). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient first started experiencing the poor communication sometime in (B)(4) 2017. The cause of the lack of stimulation and poor communication was noted as the inside battery needed to be changed. The issue was still unresolved. The patient weight was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient programmer (pp) didn¿t work because the patient was having poor communication when they tried to communicate with the ins. It was reported that the patient had last felt stimulation about 6 months ago because the patient had been having issues with the pp showing poor communication on the screen. The patient would eventually be able to connect if they tried long enough, but the last time that the patient turned the stimulation on, they couldn¿t get the stimulation to shut off and were ¿shocked¿ while sitting in their car. The patient was redirected to follow up with their healthcare provider (hcp) to discuss battery replacement. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.